Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report that on (B)(6) 2012 the patient obtained a blood glucose level of 350 mg/dl and he experienced the symptom of large amounts of ketones. The patient's school nurse reported the "pump was not delivering insulin". No information was provided about the patient's technique or status. No troubleshooting could be done, as the pump was not available at the time of the call. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump. Therefore this complaint is being reported.

Manufacturer narrative:
Device evaluation: (B)(4) the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. Unable to adequately investigate due to other pump failure (unresponsive "ok" button reported under MFR report #2531779-2012-05371).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.